Event description:
It was reported the device had a motor rate error. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a chipped front corner. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced stepper motor. Replaced worm coupling and gear as preventative measure. Replaced chipped top case. Update the software. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: catalog number: 4000-0106-01. Correction: model number: 4000.